Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f mynx grip vascular closure device (vcd) ruptured during the shuttle-down step when it became caught on calcium within the vessel. The sheath and balloon were withdrawn together, and manual compression was used to achieve hemostasis. A hematoma subsequently developed at the access site and was monitored. The device was used for closure of a right groin access site in a patient with a left below-the-knee amputation, and the polyethylene glycol (peg) sealant was not deployed. The device was used in a diagnostic procedure with an antegrade approach, and the deployer was not trained on the device. A 6f sheath introducer was used. The femoral artery was verified as suitable on angiography, with vessel diameter =5 mm, no vessel tortuosity, and the vessel type was arterial. The device was used in the femoral artery. The presence of peripheral vascular disease or calcium at the puncture site was unknown at the time of the procedure but was later identified as severe after device use. Hemostasis was achieved with manual compression in less than 30 minutes. The device was prepared according to instructions for use. The balloon lost pressure at the first stop, and there was no visible damage to the distal end of the sheath after removal. The device will be returned for evaluation.